Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe¿ plus x100l png clear have had four separate occasions where the syringe disengaged from the needle safety device. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: visual inspection and functional testing could not be performed because the samples have not been returned for evaluation. A review of the device history record did not reveal any manufacturing or material defects that could have caused or contributed to the reported failure. Investigation conclusion: the complaint could not be verified and a root cause could not be determined with confidence.